Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing-related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mde. The device was returned. Based upon the returned sample condition, the complaint investigation is confirmed for a partial deployment of the stent graft. Per the reported event details, the physician did not use a sheath. The IFU states under "materials required for device placement" that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event; however, the definitive root cause could not be determined.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide patient age, sex and relevant history information, which was updated in the appropriate sections.

Event description:
It was reported that following a successful angioplasty in a a-v graft, the stent graft only partially deployed. The stent graft and deployment system were removed without incident. There was no attempt to place another stent graft. There was no reported patient injury.